Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having a venaseal procedure and since has had an allergic reaction with many pustules forming above the vein after the procedure. Patient told by a physician seen since for treatment that he has hypersensitivity to the glue used in the venaseal procedure. Patient reported that the sores work there way through his skin and that the glue is coming out of him through these pustules. States that since procedure has had to have a nurse to the house every other day to pack the wounds and that there are several wounds. Patient also states being unable to work since the case. Patient is being seen at another hospital now for follow up care of wounds. Patient states physician who performed procedure told him afterwards that it could not be from the venaseal procedure, patient feels he was not told of the possibility of having such an allergic reaction and was not happy with the performing physicians follow up. Patient is seeing another physician now for treatment.

Manufacturer narrative:
Image review: four image files were returned for review. From three of the four images provided, pustules/sores /infection are present on the patient¿s leg above the vein and on image of the dressing used to address the wounds consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.